Manufacturer narrative:
Additional information: product analysis results: visual optical visual and optical inspection confirmed the returned ibt has been used and filled with hardened contrast/cement. Unable to analyze the ibt in its condition. Root cause of malfunction is undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis:primary osteoporosis type of fracture:compression fracture procedure: balloon kyphoplasty it was reported that intra-op, while injecting 2ml contrast medium after ibt insertion, it was found by checking frontal image that the contrast medium flowed back from the connect part of the stylet when the stylet was removed, and the balloon was deflated.the stylet was tried to insert again but failed.the balloon did not rupture. The contrast media leaked from the insertion port when removing the stylet. A new one was opened to deal with it. The contrast media was flowing backwards. No patient complications were reported as a result of this event.